Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose level. Customer¿s blood glucose level was 22.2 mmol/l. Customer reported blank display to the insulin pump. Customer declined to troubleshoot for high blood glucose level. Customer reported that the display continuously beeping and flashing. There was no report of screen being flashing after sleep mode. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.